Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va0958d, implanted: (B)(6) 2013, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0g0m4, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient's leads were revised in (B)(6) 2015 because there was a break in the lead. They knew about the break from the time they put in the implantable neurostimulator (ins), right at the surgery, but just took the time to go back in to fix it. It was fixed in (B)(6) 2015. The patient's indication(s) for use were dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.